Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device not eval code changed from "device not returned" to "device discarded" analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan 2020 to dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device discarded: (4115/ 3221/67) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. H3 other text : device discarded

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The device has become active. The blood vessel could not be burned out with joe (jaws), a new device was put out, the operation was continued, and the operation was completed without any problem. There is no harm to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The blood vessel could not be burned out with joe, a new device was put out, the operation was continued, and the operation was completed without any problem.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.